Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that since this pump implant on (B)(6) 2011, the patient had 4 surgeries to re-suture down her pump as it would become loose. The patient had the pump replaced on (B)(6) 2014 [refer to manufacturer's report # 3004209178-2014-12981 for details pertaining to the pump system explant]. Also since this pump implant on (B)(6) 2011, she had gotten some pain relief from the pump but not as much as she would have liked. The patient stated that her pain was hard to describe, and that it helped for only certain types of pain. No pump medications, troubleshooting, or cause were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.